Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies.there have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It is reported that a stryker head was not sliding smoothly in the uhr bipolar cup.

Manufacturer narrative:
An event regarding disassociation involving a uhr bipolar component was reported. Conclusion: it was reported that the head was not sliding smoothly in the uhr bipolar cup. Visual inspection of the returned device noted that device was returned in used condition. The head was found attached with the bipolar component. The label on the head was of different manufacturer "microport". No major damages were observed on the device. Based on the provided information it has been determined that this event is associated with an off-label application. The IFU label packaged with the device indicates that, "howmedica osteonics corp. Strongly advises against the use of another manufacturer¿s femoral stem component with any howmedica osteonics¿ bipolar component. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported that a stryker head was not sliding smoothly in the uhr bipolar cup.